Manufacturer narrative:
(B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed as manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the nurse did the "ballooning test" prior to use, but the inflated tracheal cuff would not deflate completely. There is no report of patient involvement associated with this event.